Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor code prompt was received during a sensor session. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a sensor failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test with nordic bluetooth was performed and failed. A review of the share logs was performed and sensor code prompt during a sensor session was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a defective transmitter.